Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with the vitek® 2 ast-p625 test kit involving a nasal mucus sample. The customer reported that results with vitek® 2 ast-p625 showed oxacillin 0.5s, cefoxitin negative. Repeat testing showed the same result. Alternate method testing results indicated oxcacillin disk r, (B)(6) screening agar positive. Although the vitek® 2 ast-p625 test kit is not marketed in the united states, vitek® 2 ast-gp71 is marketed in the united states and utilizes the same oxacillin formulation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomerieux of a discrepant result associated with the vitek® 2 ast-p625 test kit involving a nasal mucus sample. The customer reported that results with vitek® 2 ast-p625 showed oxacillin 0.5s, cefoxitin negative. An internal biomérieux investigation was performed. Identification of the submitted isolate was confirmed and testing included two (2) vitek® 2 ast- p625 cards from the customer's lot and two (2) cards from a random lot. Additional testing included agar dilution (ad), the reference method for ox (ox101n), cefoxitin disc, the reference method for oxsf (oxsf01n) , broth microdilution (bmd) and pbp2a latex agglutination. When tested on customer and random lots of vitek® 2 ast-p625 cards, susceptible mic = 0.5 and negative oxsf results obtained by the customer were duplicated. The reference ad for ox gave the same susceptible mic = 0.5. The susceptible cefoxitin disc result (26mm), reference method for oxsf, confirms the negative vitek2 cefoxitin screen result. The bmd mic=1.0 and pbp2a testing was negative. Exper/essay 5492-91. Note: the clsi guidelines state oxacillin disk testing is not reliable when testing staphylococcus species and no interpretive criteria for oxacillin disc is given. Cefoxitin is tested as a surrogate, reporting oxacillin susceptible or resistant based on the cefoxitin result. Vitek® 2 ast-p625 cards are performing as expected when compared to the reference methods. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.